Manufacturer narrative:
The rods were received for functional and visual testing and the reported event was confirmed. The root cause of the reported event may be related to bending force applied during the distraction sessions and/or patient's daily activities.

Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that alleged that the magec rod failed to distract post two years of implantation. As per reporter, the rods appeared to be jammed. A revision procedure was performed on (B)(6) 2019 to exchange the rods.